Event description:
A hospital in (B)(6) reported that the port caps on the rt040 full face masks were either inadvertently knocked off by the patients or were popping off and sometimes getting lost. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: no complaint devices were available for investigation although a request was made for samples and lot number information. Our investigation is therefore, based on our knowledge of the product and information received from the customer. Results: the hospital has not provided any information about specific events but has voiced dissatisfaction with the masks losing their port caps, which means having to open a new mask in order to obtain new port caps. Conclusion: the oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with the pressure inside the mask during therapy. The customer has not informed us what pressures they are typically using. The user instructions that accompany the rt040 hospital full face mask state: "operating pressures 3 - 25 cmh2o". It is possible that patients are pulling the caps off and that they get lost if they are pulled off completely. Without any devices for evaluation we are unable to determine if the port caps or ports were out of specification or damaged. As part of our ongoing product improvement initiatives the design of the ports was enhanced to remove a source of axial movement of the pressure port cap. This improvement was implemented in april 2011. Without a lot date we are unable to determine if the complaint devices in questions were manufactured before or after this change.